Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the continuum inserter handle sheared off of shell upon impaction. Fortunately, it did not negatively impact shell position.